Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
As reported to customer relations a wire accordioned inside catheter, a different wire was used and same thing happened. The catheter and wire were pulled out and the catheter had bunched up on the wire. Also, the hub broke. A new catheter and wire were obtained to finish the procedure as normal. There were no issues with the new catheter.